Event description:
It was reported that the patient presented remotely. Review of transmission revealed that the right ventricular lead(rv lead) exhibited noise and failure to capture. In clinic, it was noted that the rv lead was found fractured. The reported lead was capped and replaced on (B)(6) 2022. The patient was in stable condition.